Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error .the insulin pump had the motor issue. Customer stated that the pump was not exposed to a high magnetic field. Customer was not able to clear the alarm .no harm requiring medical intervention was reported. Troubleshooting was performed successfully. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 43 and pump error 130 found on 07-mar-2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. Pump error 43 and pump error130 were not found during testing. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed pump error 43 in pump downloaded history on 05/16/2022 at 12:36:14.000 due to moisture damage on the motor. Pump error 130 confirmed in insulin pump downloaded history on 05/16/2022 at 08:16:04.000. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, peeling serial number label, cracked case (battery tube), broken belt clip rails, scratched case and corroded home switch. Insulin pump error 43 and pump error 130 confirmed in the insulin pump history/trace files due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.